Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Evaluation summary: x-rays and operative notes were not provided. Dimensional analysis of the tibial plate shows that it is within spec per device prints. There are minor gouges around the head of the taper plug. Overall, the implant appears to be in good condition and does not show any specific signs that could have led to the tibial loosening. Tibial plate loosening can be influenced by multiple factors including, but not limited to patient anatomy, patient weight, patient activity, bone quality, implant size, surgical technique, and rehabilitation program. Therefore, without further information, the cause of the tibial loosening cannot be conclusively stated. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.